Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: it was reported by customer that upon inserting the IV bxxx was preparing to secure the IV, but blood was flowing out of the closed catheter system where the clear tubing meets the hub of the butterfly portion of the catheter. Event details: material # 383536. Batch # 4283113. Upon inserting the IV bxxx was preparing to secure the IV, but blood was flowing out of the closed catheter system where the clear tubing meets the hub of the butterfly portion of the catheter. Fortunately, bxxx ict promptly identified the faulty equipment and was able to remove defective device and stop the patient from bleeding. We are concerned for patient safety with these devices. Potential blood exposure. Patient had to be re-stuck with new IV. Delayed care.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383536 and lot number 4283113. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.